Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regw2221 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported by the customer that "introducer from PICC kit would not advance and gray portion curled up, would not thread."